Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported the patient had intense shocking in low back that comes and goes, which started after the patient was reprogrammed on (B)(6). The shocking occurs with both stimulation on and off, and stimulation was still in target area of legs and mid/low back areas. The reprogramming of november 30th changed from using one side of lead (double guarded cathode) to programming stimulation across the lead. Stimulation was moved up to try to get more stimulation into mid back. The patient turned stimulation off during the weekend to see if this would help the issue, but now the patient was having a lot of pain due to lack of therapy. On (B)(6) impedances were in normal range. The patient saw the doctor and the system was imaged on fluoro and everything looked normal per patient. The manufacturer representative met with the patient, impedances were normal, and reprogramming was performed without success. The patient was to get an appointment with the doctor to discuss. Follow-up is being conducted to determine actions/interventions taken and resolution of the reported issue. If received, a supplemental report will be submitted. Indication for use included spinal pain.